Event description:
It was reported that before implanting the lead, the helix did not come out after repeated attempts to extend the helix. A new lead was used. It was also reported the technician observed that the tip of the helix was inserted in the plastic of the electrode's tip. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.